Event description:
It was reported to resmed that an astral device shutdown without alarming while plugged into mains power. The patient was placed on an emergency home ventilator. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The investigation methods, results, and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs and performance testing could not confirm the reported complaint and revealed the user manually stopped ventilation.. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device shutdown without alarming while plugged into mains power. The patient was placed on an emergency home ventilator. There was no harm or serious injury reported as a result of the incident.